Event description:
It was reported that during the implant of this transcatheter bioprosthetic aortic valve, a post-implant dilation was performed with a balloon that was not oversized. Approximately five years later, the patient presented. Severe aortic regurgitation (ar) with calcified leaflets of the transcatheter aortic valve (tav) were identified. A transcatheter aortic valve replacement (tavr) was required. A tav-in-tav was performed, and a non-medtronic tav was successfully implanted valve-in-valve.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. D6: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic aortic valve, a post-implant dilation was performed with a balloon that was not oversized. Approximately five years later, the patient presented. Severe aortic regurgitation (ar) with calcified leaflets of the transcatheter aortic valve (tav) were identified. A transcatheter aortic valve replacement (tavr) was required. A tav-in-tav was performed, and a non-medtronic tav was successfully implanted valve-in-valve.

Manufacturer narrative:
Calcification is known potential adverse effects per the device instructions for use. Stenosis of bioprosthetic valves can be a mani festation of structural valve dysfunction (ex. Calcification), thrombosis, and/or non structural dysfunction (ex. Pannus, obstruction, etc.). Several factors can contribute to the onset and propagation of either failure mechanism such as patient medical history (ex. Age, disease stage, comorbidities, etc.), pharmacological factors, and/or intrinsic properties of the valve itself. In this case, no definitive root cause can be determined. Central regurgitation, can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, no definitive root cause can be determined, however, the patient¿s calcified anatomy is likely a contributing factor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.